Manufacturer narrative:
The customer reported that the hospital experienced a lot of power outages and caused the central nurse's station (cns) to shut down while monitoring telemetry devices. No patient harm reported. Per the hospital biomed: they had a bunch of power outages and now the cns is rebooting itself sporadically. The biomed said the cns will go to a blue screen first, then shut itself off, and then they have to power it back on. Nk tech let him know it sounds like the primary hdd got corrupt or damaged during the power outages. Tech explained to him that this unit has 2 hdd's so he can power off the cns, swap the hdd's, and power the cns back on. The blue screen / rebooting issue should go away with the secondary hdd. Biomed will swap the hdd's on the cns to see if it fixes the issue. Biomed called back and said he swapped the hdd's and the cns still goes to a blue screen with a bunch of writing / error codes. Nk tech let him know it could be an issue with the motherboard in the cns or possibly the corruption copied over to the secondary hdd. Nk sent biomed a loaner device and he sent back the defective cns for investiagation/repair. The device has been returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: suspect medial device: the following devices were used in conjunction with the cns. Transmitters: no models and serial numbers were provided.

Event description:
The customer reported that the hospital experienced a lot of power outages and caused the central nurse's station (cns) to shut down while monitoring telemetry devices. No patient harm reported.

Event description:
The customer reported that the hospital experienced a lot of power outages and caused the central nurse's station (cns) to shut down while monitoring telemetry devices. No patient harm reported.

Manufacturer narrative:
Details of complaint: on 1/7/2020 customer stated that multiple power outages at the hospital the previous night had caused the central nurses' station (cns) to reboot itself sporadically. Customer was to swap the raid hard drives to enable raid to be rebuilt. Customer reported the issue persisted after the above procedure. Device was sent to nka for evaluation and repair. Nka repair center evaluated the device. The reported issue of sporadic rebooting could not be duplicated. Service requested: evaluation and repair. Service performed: nka repair center could not duplicate the reported issue. Due to age of the device, hard drives were replaced as preventative maintenance. Investigation summary: as the reported issue could not be duplicated, the root cause of sporadic reboot could not be determined. Service history shows this is an isolated incident. Due to age of device, hard drives were replaced as preventative maintenance. Additional device information: suspect medial device: the following devices were used in conjunction with the cns. Transmitters: no models and serial numbers were provided.